Event description:
The daughter of a male pt contacted lifecor customer support to report when the battery was replaced in the monitor, they received a wrench code 100. Pt tried another battery and the system worked correctly. Support had them download system and noted an abnormal shutdown. Then in 2006, they received the wrench code 100 message again after changing the battery. Support had the territory manager exchange the monitor.

Manufacturer narrative:
Device evaluation of monitor has been completed. The flash memory chips were defective which caused the wrench code 100 message to be displayed. The memory chips were not necessary for proper device operation. Once the chips were replaced the device functioned properly. Based on the analysis of the original download, the most likely cause of the reported problems was a defective flash memory ic on the computer/analog printed circuit assembly (pca). No adverse event resulted from the defective flash memory. The pt received a replacement monitor.